Event description:
It was reported that during a laparoscopic colon resection, on the first firing of the device, it worked fine. On the second firing, the device did not fire. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Premature sled movement, damaged release button the analysis found that one ple60a device was received for analysis with an ecr60b cartridge loaded on the device; it was noted partially fired 1/16. The knife was advanced into lockout region thus, the device would not open. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The ple60a device was received for analysis with a partially fired ecr60b cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the knife was advanced into lockout region thus, the device would not open. When the knife was returned to the home position, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Additionally, the device was found to have the clamping mechanism damaged. The device was disassembled to evaluate the condition of the internal components. The clamp arm release and the release button were noted to be worn and damaged in the area where both components interact. This damage suggests the closure trigger was pulled forcing the device to open with the knife not returned to the home position. When the instrument is partially fired, the knife reverse switch has to slide forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger.